Event description:
It was reported that the customer had been hospitalized due to unexplained high blood glucose of 29.6 mmol/l. Troubleshooting was performed. The time, date, ad settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run a fixed prime test and the insulin did exit. Advised that the customer should call back when the tubing clamp arrives to continue testing. It was stated that the insulin pump has a crack on the reservoir compartment, and fluid in the reservoir compartment noted. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.